Event description:
Some inappropriate shocks delivered due to noise of v lead on 1/26. Impedance and threshold were elevated rapidly. During the device follow-up on january 20, noise was detected only on the atrial side, and at/af episodes were recorded. Impedance and threshold were within normal range, and the recorded noise occurred mainly during nighttime at almost the same time each night. As of january 27, the patient is hospitalized, and the possibility of lead extraction or lead addition is being considered at another facility. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegms revealed the presence of noise in all three channels, confirming the clinical observation. This led to charging cycles, which partially resulted in shock deliveries. The trend data documented normal values of the shock impedance. However, the pacing impedance revealed increasing values. Based on the available data the root cause of these observations could not be determined. However, there is no indication of an ICD malfunction. The integrity of the lead cannot be ensured. Should further relevant information or the lead become available, this investigation will be updated.

Event description:
Some inappropriate shocks delivered due to noise of v lead on 1/26. Impedance and threshold were elevated rapidly. During the device follow-up on january 20, noise was detected only on the atrial side, and at/af episodes were recorded. Impedance and threshold were within normal range, and the recorded noise occurred mainly during nighttime at almost the same time each night. As of january 27, the patient is hospitalized, and the possibility of lead extraction or lead addition is being considered at another facility. Should additional information be received, this file will be updated.